Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that five months following bilateral lasik surgery, the patient presented with eye dryness and blurred vision. Punctal plugs were inserted bilaterally to address the eye dryness. Approximately one month later, the plug in the left eye did not fit well and was replaced. Additional information has been requested. There are two related reports for this patient. This report addresses the patient' s left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Evaluation summary: the system history shows that the laser was verified successfully prior and after the date of treatment. According to log file review, no treatment was performed on the given day of treatment of (B)(6) 2015, therefore no review of the log file can be performed. Despite of request, no other date or serial number was provided the manufacturer internal reference number is: (B)(4).